Event description:
On (B)(6) 2014, during scanning the hitachi altairc MRI system made a loud noise. Some smoke came out of the gantry. The lead technologist confirmed that the smoke stopped and that the covers weren't warm. There were no injuries reported.

Manufacturer narrative:
On (B)(4) 2014, hitachi service responded and found the upper gradient -x cable (one of 6 cables) had overheated and broke at a terminal connection. Service also reported that the damaged cable had not been secured properly by the cable clamp nearest to the connection. The connection was charred but there was no evidence that the thermal problem affected nearby connections or put the patient at any risk.